Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the g7 monitor froze. The g7 showed patient information, and when undocking the bsm-1700, the g7 gave the expected "input unit error" message. 2 videos were reviewed, which showed that even though the screen froze, while touching it, the display was acting as if it was receiving some input, only not in the user's touch locations. At times it was unresponsive, and other times it would completely freeze. The device was not in patient use. Investigation summary: an nkc investigation was generated for the issue. Possible causes of the issue, based on the irc, are inadequate touchscreen calibration, inadequate equipotential grounding, and touch panel failure. Nkc recommended the customer to, 1. Calibrate the touch screen on the device, 2. Improve equipotential grounding, and 3. Replace the touch panel. The complaint unit was returned and was evaluated. Nihon kohden repair center (nk rc) was not able to duplicate / observe the reported issue. Nk rc replaced the touch screen on the device as a precaution. The unit was tested after replacing the touch screen. The unit completed 24 hours of extended testing and operates within manufacturer specifications. The following fields contain incomplete information, as an attempt to obtain the information was made, but not provided: d10 e1 email address attempt # 1: 06/05/2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the g7 monitor: bedside monitor (bsm): model #: bsm-1700 series serial #: ni **UDI related data quality updates only** corrected information: d1 brand name: corrected the brand name from "nihon kohden life scope g7 bedside" to "nihon kohden life scope g7 bedside monitoring system." D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Event description:
The biomedical engineer (bme) reported that the g7 monitor froze. The g7 showed patient information, and when undocking the bsm-1700, the g7 gave the expected "input unit error" message. 2 videos were reviewed, which showed that even though the screen froze, while touching it, the display was acting as if it was receiving some input, only not in the user's touch locations. At times it was unresponsive, and other times it would completely freeze.

Manufacturer narrative:
The biomed reported that one of the g7s froze. The g7 showed patient information, and when undocking the bsm-1700, the g7 gave the expected "input unit error" message. 2 videos were reviewed, which showed that even though the screen froze, while he was touching it, the display was acting like it was receiving some input, only not at the areas where the user was directing his touch. Sometimes it was just unresponsive, but other times it would completely freeze. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the g7 monitor: bedside monitor (bsm): model #: bsm-1700 series. Serial #: ni.

Event description:
The biomed reported that one of the g7s froze. The g7 showed patient information, and when undocking the bsm-1700, the g7 gave the expected "input unit error" message. 2 videos were reviewed, which showed that even though the screen froze, while he was touching it, the display was acting like it was receiving some input, only not at the areas where the user was directing his touch. Sometimes it was just unresponsive, but other times it would completely freeze.